Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out ot tolerance lead impedance alert on (B)(6) 2011. The max ventricular pace bi lead impedance rises from the approximate baseline of 800 ohms the week of (B)(6) 2010 to 3021 ohms the week of (B)(6) 2011.

Event description:
It was reported that the lead had high impedance and fractured. It was noted, there was damage to the tip of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.